Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the lead could not be completely connected to the implantable neurostimulator (ins) and only three of the four electrodes were well connected. It was stated they could not see the end of the lead through the ins and all impedances in all combinations were out of range. It was noted, the device was not implanted and the issue was resolved. It was stated a replacement device was implanted. Reportedly, there was no injury to the patient and there were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the ins is functionally okay, with the only observation being that the setscrew was backed out too far. A known good lead was able to be completely inserted into the connector port without difficulty. The lead insertion force needed to fully insert a lead into the ins connector port was within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.